Manufacturer narrative:
Damaged bottle caused the leakage. No additional information is available.

Event description:
A customer reported to beckman coulter inc. (Bci) that they received one dxi wash buffer ii cubetainer that leaked. No injury has been reported in connection with this event.